Event description:
Info received indicates the head section of the bed will not go up.

Manufacturer narrative:
The tech found the valve guide tube was defective. The tech replaced the valve guide tube assembly to repair the bed.